Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement less than 20 ohms for this device system. Boston scientific technical services (ts) was consulted and suggested doing some isometrics to see if this can be reproduced in the office. Also another option would be to do a commanded shock to verify the lead integrity. As of today, this lead remains in service. To date, no adverse patient effects were reported with this clinical observation.